Event description:
It was reported that the connection at the pt end of the enflow cartridge could not be connected properly. The customer stated that the "twisting collar" came completely off when attempting to turn and lock the connection. According to the customer, this issue occurs occasionally.

Manufacturer narrative:
The root cause of the reported event is that two dimensions on the tapered luer shaft were out of specification. This deviation makes it hard to slide the tapered luer shaft into a mating luer connector and tighten the luer lock ring for a secure fit. Due to the oversize condition, the taper will not insert as far up the shaft as it would normally w/o added force. This deviation occurred during routine mold maintenance while polishing the mold cavity. The polishing removed material, which increased the outer diameter of the plastic luer connector on the cartridge. First article inspection after tool maintenance failed to include two outer diameter critical dimensions on the inspection (outer diameter is tapered). Tooling was released w/o verification of these two dimensions. This issue was reported to FDA. (B)(4).